Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200417 - file-2019-03740 - analysis_and_closure_report_resp-2020-00089.pdf].

Event description:
Reportedly, on (B)(6) 2019, the patient received several inappropriate shocks while at home. The patient then went to the hospital and the subject ICD was interrogated. The shocks were disabled. A sudden increase of the right ventricular lead impedance was observed, as well as an increase of the capture threshold. Noise oversensing was also observed (sensing of atrial events). Consequently, a re-intervention in order to implant a new right ventricular lead was performed on (B)(6) 2019. A sudden increase of the atrial lead impedance was also observed on the same day as the increase of the right ventricular lead impedance. Preliminary analysis results revealed non-physiological signals (noise/artifacts) on the atrial channel since (B)(6)2019 (at least) and on the right ventricular channel since (B)(6) 2019 (at least). This led to noise oversensing on both channels, and to the delivery of inappropriate shocks on (B)(6) 2019. A sudden increase of both the atrial and right ventricular lead impedances was also observed since (B)(6) 2019. Based on available data, leads issues and/or leads-ICD connection issues are suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient received several inappropriate shocks while at home. The patient then went to the hospital and the subject ICD was interrogated. The shocks were disabled. A sudden increase of the right ventricular lead impedance was observed, as well as an increase of the capture threshold. Noise oversensing was also observed (sensing of atrial events). Consequently, a re-intervention in order to implant a new right ventricular lead was performed on (B)(6) 2019. A sudden increase of the atrial lead impedance was also observed on the same day as the increase of the right ventricular lead impedance. Preliminary analysis results revealed non-physiological signals (noise/artifacts) on the atrial channel since may 2019 (at least) and on the right ventricular channel since (B)(6) 2019 (at least). This led to noise oversensing on both channels, and to the delivery of inappropriate shocks on (B)(6) 2019. A sudden increase of both the atrial and right ventricular lead impedances was also observed since mid-(B)(6) 2019. Based on available data, leads issues and/or leads-ICD connection issues are suspected.